Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: without the actual product, analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.

Event description:
Drug/diluent: 5 fluorouracil + physiologyc solution. Fill volume: unk and flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: unk. Drug delivered in 20 hrs, though it is supposed to be delivered in 25 hrs. Pump was filled with a diluted chemotherapy drug (5 fluorouracil diluted with a physiologyc solution). Customer reports that there are no variables that could have modified the rate of infusion such as hyperthermia, viscosity of solution or cooling. Anp: asked but not provided.